Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop. Following insertion the patient experienced pain, extrusion, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision, removal of mesh, close vaginal mucosa on (B)(6) 2010 for extrusion in the posterior component and dyspareunia. It was reported that patient underwent revision of sling on (B)(6) 2011 for exposed mesh and urinary incontinence. It was reported that patient underwent skin graft overlying the mesh, removal of exposed mesh on (B)(6) 2011 for exposed mesh. It was reported that patient underwent removal of exposed mesh, skin graft overlying the mesh on (B)(6) 2012 for exposed mesh. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.